Event description:
The customer reported that the device activated when the jaws were closed with the handle even though the activation button was not pressed. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6)2010. One (B)(4) was returned for qa eval. During testing of the sealing function, it was confirmed that the instrument activated when the handle was latched. The cause is due to an extended tab on the switch cover. Covidien has implemented a new switch cover with a shorter tab. This device was manufactured prior to this change being implemented.